Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported left side "leakage" confirmed via MRI. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 20 feb 2025. Additional, changed, and/or corrected data: d.6a, b6, g3.

Event description:
Healthcare provider reported left side "leakage" confirmed via MRI. Device has been explanted and replaced with another manufacturers device.

Event description:
Healthcare provider reported left side "leakage" confirmed via MRI. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.